Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and the physician noticed a kink in the cannula in the ascending aorta. The impella had lower than normal flows at 2.3. The physician decided to continue support.

Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed since the original report was filed. The product was returned for investigation. Visually inspected and no biomaterial ingestion was found, but the cannula kink was observed. Data logs were reviewed, and low pump flow was observed immediately after the start until entire run. No motor current spikes or purge related issues were observed. The cause of the low pump flow issue was patient condition related with cannula kinking due to patient anatomy per clinical, data log review and field investigation.